Event description:
International affiliate reports that the suture has not been absorbing up to six weeks following circumcision. The end result is that the skin grows along the suture causing small skin fistulas necessitating a second general anesthetic to lay the fistulas open.